Event description:
New information notes the left ventricular lead did not exhibit loss of capture. Upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction, did not cause a serious adverse event, and is not likely to cause serious injury upon recurrence.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
.

Manufacturer narrative:
Please correct this report 2017865-2015-01754, this event should not have been reported as a medical device report (MDR). Following fields deleted: type of reportable event.